Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the ratchet handle slipping on the lower roller and did not result in any harm or delay. Crank not spinning freely, blades slipping. The event occurred during surgery. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00770301500; serial #: (B)(6). The device history record for zimmer meshgraft ii serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 17 january 2020, it was reported that the handle for a mesher would slip when attached to the roller. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 17 january 2020 that the comb was damaged and bent out of shape, the bottom roller and gear were worn and that there was a wear on the inside edges of the sideplates where the roller met with the sideplates. Upon further evaluation, it was found that the detent was stuck in the handle gear and that the detent, pin, and spring were worn. None of the pretests were able to be performed due to the damaged comb. Review of the returned cutter found that it failed to produce a passing test mesh. The customer was quoted for the repair and the customer declined to have the device serviced. The product was returned to the customer unrepaired at their request. The mesher was tested and inspected. While the service technician found that the detent in the ratchet was stuck, which would prevent the ratchet handle from grasping the end of the roller as intended, it cannot be determined from the information provided as to what caused the detent to become stuck. As such, a specific root cause of the reported event cannot be determined. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.